Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 50 mg/dl over the past two weeks. Customer believed the pump settings needed to be adjusted and has been in contact with healthcare provider. Customer declined to provide any further information.